Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staple broke and disengaged into the pt's cavity. The surgeon was able to retrieve half of the staple. The hospital has reported no pt injury occurred.